Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: d4 - model# investigation ¿ evaluation it was reported that neff percutaneous access set sterilization packaging was unsealed from one end. The procedure was completed by using another device. As reported, the device did not make patient contact and no harm has been reported. Reviews of the complaint history, device history record (DHR), quality control, manufacturing instructions (mi), as well as a visual inspection of the returned product, were conducted during the investigation. One unused device was returned to cook for evaluation. Upon visual inspection, it was noted the bottom seal was not present. No adhesive was present on the clear film. Cook has concluded that the device was manufactured out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A complaint history search did not identify any other events associated with the reported device lot. An expanded device history record search was performed for the complaint rpn, and 105 lots from the month before, the month of, and the month after the final complaint lot were identified. No related nonconformances and no relevant complaints were identified. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. This product is not supplied with an instructions for use (IFU) pamphlet. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concludes this event to be due to manufacturing deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
G4- PMA/510(k) #: exempt this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that neff percutaneous access set sterilization packaging was unsealed from one end. The procedure was completed by using another device. As reported, the device did not make patient contact and no harm has been reported.